Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned for investigation. Data logs showed about 10 minutes into support, pump position was in ventricle that triggered impella position in ventricle and suction alarms. Next, pump was run for 15 more minutes then was stopped manually and disconnected from the console. Visual inspection found no issues on the pump. Pump ran without issue under bench test. The root cause of positioning issue was most likely use related.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 34-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The waveforms and impella flows exhibited a classic sign for clot with flows increasing initially and then plateauing at an exceedingly low rate. Many alarms were present including "impella in ventricle," "placement signal low," and "suction." Successful insertion of second catheter.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04275 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Procedural outcome noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).